Event description:
While priming, insulin leaked inside of the device's cartridge chamber. No error messages were generated by the device. Pt attmepted to resolve the concern by inserting a new insulin cartrdidge; however, the insulin leakage recurred. Pt indicated that, after insulin leaked a second time, the device generated a cartridge / adapter alert. Pt's blood glucose was not affected and no treatment was received.